Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. However, during analysis premature battery depletion was identified.